Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of multiple recoverable error code 23025 and 23002 was reproduced during field evaluation and confirmed through review of the site¿s system logs. Investigation indicated a defective left master tool manipulator (mtm) arm. Replacement of this part resolved the issue. Following this, the system was further tested and verified as ready for use. Isi has received the replaced mtm and completed the device evaluation. The reported failure (error 23025 along axis 1) was able to be reproduced during power up. Errors 23015 and 23008 also occurred on axis 1. These errors are related to error 23025. The root cause of the failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided, no technical analysis was performed. A review was performed using da vinci system (B)(4) confirming the site name and usage of the system for a procedure on the reported event date of (B)(6) 2021. During the procedure date, multiple occurrences of the reported error fault was logged. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable malfunction event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted rectopexy procedure, the system displayed multiple recoverable errors with codes 23025 and 23002. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse instructed the user to further troubleshoot through a hard system power cycle with emergency power off (epo); however, the issue remained persistent. The tse requested assistance from the isi field service engineer (fse). Isi followed up with the fse and obtained the following additional information regarding the reported event: the system was inspected by the customer prior to starting the procedure and found no issue. At the time of the issue, repeated recoverable errors 23025 and 23002 were experienced and troubleshooting with technical support did not resolve the issue. Following this, the surgeon decided to convert the procedure to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury.